Event description:
The pt received the implant in 1999. His hearing was good when tested 2 days after surgery. Later tests showed an audiogram that shows results were unchanged from prior to surgery. Pt had revision surgery performed by a different surgeon. The revising surgeon stated that the wire of the implant was broken near the shaft. Co has requested that the implant the returned for evaluation.